Manufacturer narrative:
Concomitant medical products: boston scientific dreamtome; unknown model. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided, we cannot complete a full evaluation; however, the wire guide coating appears to have frayed and unraveled. Due to the condition of the device in the photo, it cannot be determined if any sections of the coating are missing. A photo of the section of damaged wire guide was not provided, only the damaged wire guide coating. The location of the damage on the wire guide is unable to be confirmed. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The IFU instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used five (5) total acrobat 2 calibrated tip wire guides from lot w3994086 [see related MDR 1037905-2018-00143] and w3926765 [subject of this report]. The quantity from each lot is unknown. The wire was inserted and the plastic coating was unraveling and getting stuck within the endoscope. The user tried numerous times and the same thing was happening. The following additional information was received on 03/29/2018: the coating on five (5) of their wires shredded from the 5 cm mark upwards. They kept two (2) out of the five (5) to be returned. The doctor could not confirm that the tip was wet before entering.

Manufacturer narrative:
A supplemental follow up report intended to be submitted for report number 1037905-2018-00144 was sent under the incorrect manufacturer report number 1037905-2018-0144 on 14 may 2018. This report is being to sent to file the supplemental follow up report under the correct manufacturer report number. Boston scientific dreamtome; unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. Approximately 5.7 cm to 5.8 cm and 7.1 cm to 7.5 cm from the distal end are sections of bare core wire. The wire guide appears scuffed as if rubbed against from 6.4 cm to 9.2 cm and 13.0 cm to 16.3 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The IFU instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. . .note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used five (5) total acrobat 2 calibrated tip wire guides from lot w3994086 [see related MDR 1037905-2018-00143] and w3926765 [subject of this report]. The quantity from each lot is unknown. The wire was inserted and the plastic coating was unraveling and getting stuck within the endoscope. The user tried numerous times and the same thing was happening. The following additional information was received on 03/29/2018: the coating on five (5) of their wires shredded from the 5 cm mark upwards. They kept two (2) out of the five (5) to be returned. The doctor could not confirm that the tip was wet before entering. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.